Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant product(s) - unknown custom tibia, unknown distal femur & unknown femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05721, 0001825034-2017-06199 & 0001825034-2017-06203.

Event description:
It was reported that the patients left hip will be revised due to the initial procedure custom implant missing from package.

Manufacturer narrative:
This report was filed in error and should be voided. The event is being reported on 0001825034-2017-06163.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).